Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. Baseline iop was 13-15 and after 6months baseline iop is around 22-24. Eye drops prescribed. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Manufacturer narrative:
Additional information place through out form. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -04.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Eye drops (smbrinza tid) prescribed for elevated iop 27mmhg without pupil block and angle closure(assessed on (B)(6) 2023). Problem resolved. Cause of event reported as unknown.

Manufacturer narrative:
Correction information: d4 - reported as - serial # (B)(6) - correct to - serial # (B)(6). H4 - reported as - 01-nov-2022 - correct to - 04-nov-2022. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).